Manufacturer narrative:
Product analysis: visually, the inner shaft was broken approximately 0.52 inches from the distal end of the inner hub. There was deformation in the distal outside diameter of the inner hub which would have resulted in the reported event. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.355 inches in the deformed area which was out of specification. The hub bushing was rough and worn. There was no allegation of difficulty loading the bur or damage prior to use. Functional testing could not be performed due to the broken state of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece was not working properly. The blade was stuck in the housing. There was no patient impact.